Manufacturer narrative:
The physician decided to explant the leads immediately ((B)(6), 2021) and prescribed antibiotics to treat the infection. The physician sent cultures for testing. On (B)(6) 2021, the patient disclosed that the culture results confirmed an infection was not present, and the leads didn't have to be explanted. The patient also noted the physician overseeing the fusion is not a stimwave physician and is not familiar with stimwave's products. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. Based on this information, the infection was not confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. Infection was verified to not be present, and the explant was performed by a clinician unfamiliar with stimwave product who believed an infection was present (user error).

Event description:
The patient explained to the clinical representative having a small spot on his back where one of the leads was inserted and never healed.